Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this urine collection product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the urine collection product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the flow was not consistent going from the tubing into the bag. The flow would stop at the point where the tubing attached to the bag. It was like an air lock. The tubing would become full, backing fluid up into the catheter itself. The only way it would drain would be when the tube was disconnected at the catheter discharge point. The overnight bag worked fine but it appeared to have a small vent that allowed the unit to draw air preventing an air lock. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the flow was not consistent going from the tubing into the bag. The flow would stop at the point where the tubing attached to the bag. It was like an air lock. The tubing would become full, backing fluid up into the catheter itself. The only way it would drain would be when the tube was disconnected at the catheter discharge point. The overnight bag worked fine but it appeared to have a small vent that allowed the unit to draw air preventing an air lock. No medical intervention was required.